Manufacturer narrative:
(B)(4). Correction: lot number updated from 8040642 to 8032341. Evaluation summary: visual inspections were performed on the returned device. The reported difficulty retracting the plunger could not be tested as the plunger was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of a an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide plunger did not function properly. The method used to achieve hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.